Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a zelante dvt catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4)..

Event description:
It was reported an error message occurred during aspiration. An angiojet® zelantedvt¿ catheter was being used to treat thrombosis in the popliteal and superficial femoral artery (sfa). After a couple of passes with the catheter, an error to check saline connection occurred. The procedure was completed with a solent omni. No patient complications were reported and the patient was stable upon completion.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet zelante dvt catheter was being used to treat thrombosis in the popliteal and superficial femoral artery (sfa). After a couple of passes with the catheter, an error to check saline connection occurred. The procedure was completed with a solent omni. No patient complications were reported and the patient was stable upon completion.